Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that burr detachment occurred. The chronic total occlusion (cto) target lesion was area of instent restenosis located in the calcified right coronary artery (rca). A 1.25mm rotalink burr was selected to treat the target lesion. During the procedure when rotation and drilling of the rotalink began, it was noted that the end of the burr remained stable while advancing the rotations and the knob was moving, but the burr stayed in one spot. The burr separated from the shaft but remained on the wire. First, they remove the advancer shaft and then they were able to remove and pulled the burr. The procedure was completed with a different device. No patient complications were reported and the patients' condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shell housing was not returned. On visual examination it was noted that the burr was detached from the distal coil and was on the guidewire at the spring tip and the sheath was within the catheter. The rotablator unit was inspected. The proximal section, including the catheter shell housing, of the burr catheter was not returned. On visual inspection it was also noted that the proximal coil was cut. The burr was microscopically examined and the annulus was noted to be damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that burr detachment occurred. The chronic total occlusion (cto) target lesion was area of instent restenosis located in the calcified right coronary artery (rca). A 1.25mm rotalink burr was selected to treat the target lesion. During the procedure when rotation and drilling of the rotalink began, it was noted that the end of the burr remained stable while advancing the rotations and the knob was moving, but the burr stayed in one spot. The burr separated from the shaft but remained on the wire. First, they remove the advancer shaft and then they were able to remove and pulled the burr. The procedure was completed with a different device. No patient complications were reported and the patients' condition was good.